Event description:
Pt had previously suffered from a heart attack and had high blood pressure, he had a 70% occlusion of the left renal artery as well as an aneurysm on this artery. Of most immediate danger to the pt was an abdominal aortic aneurysm which had begun to grow quickly and was now at 5cm in diameter. This aneurysm extended down into the iliacs. Pt was not considered a good surgical candidate because of his overall poor condition and the shortness of the vessel below the renal arterys. Dr requested the help of the co to build a custom product for the pt for compassionate reasons, dr indicated that the pt had been fully informed of the risks. Once in position the tip balloon was inflated and the blood pressure on this balloon forced the whole system distally. The catheter was repositioned. On the second attempt the blood pressure once again altered the position of the system. On the third attempt the tip balloon deflated and the decision was made to proceed without the tip balloon. During the surgery the stent graft was removed without incident. While in the process of suturing in a new bifurcated vascular graft a tear develeoped in the superior mesemteric aorta. This tear was repaired and the surgery proceeded. Further into the surgery the tear reappeared and became larger and could no longer be repaired. The pt passed away at 10:30 pm. Subsequent autopsy revealed that the pt had large amounts of plaque in the aorta and around the renals and that his vessels were very frail and subject to failure. Later in conversations with dr he indicated that the pt had passed away because of the general weakness of the pt's vascular system and the inability to remedy the situation surgically. The stent graft system deployed normally. The system once deployed and "modeled" against the vessel wall could not be moved distally once it was realized that the left renal arteries were occluded. The pt was taken to surgery because nothing further could be done using the stent graft introduction system or an endovascular approach to remedy the occluded left renal artery. Several system problems did develop during the procedure but played no role in the decision to intervene surgically. 1) wrinkling of the sheeth. This happened at insertion and was due to the tightness and tortuosity of the vessel. The system could still be advanced. 2) tip balloon failure. Deployment can proceed without the tip balloon at the discretion of the physician. The cause of this balloon failure is under investigation. 3) central balloon failure. This was due to the enourmous stress placed on the balloon in the attempt to reposition the deployed stent graft. 4) catheter failure. This was due to severe strain placed on the catheter in the attempt to reposition the stent graft.